Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Formal claim received regarding pinnacle/corail hip implant revision. Reasons for revision include elevated metal ion levels, dislocation ((B)(6) 2012) as a result of armd, alval.

Manufacturer narrative:
Information received from kennedys. Formal claim received regarding pinnacle/corail hip implant revision. Reasons for revision include elevated metal ion levels, dislocation ((B)(6) 2012) as a result of armd, alval. The devices associated with this report were not returned. A previous review of the device history records for the 2832566 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.